Event description:
The customer called about a low glucose reading of 34 mg/dl that she received when testing with her contour meter . She performed a control test during the call and received a result of "lo." The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer ended the call while customer service was attempting to gather add'l info. Customer service called the customer back, but there was no answer. No product will be returned. .